Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an unspecified procedure with the subject device, the image of the subject device was disappeared intermittently due to bad connection with endoscope. The user cleaned the electrical contacts, it became better for a while but then same phenomenon occurred. Olympus (B)(4) (oekg) checked the subject device and found that the reported phenomenon was duplicated and the video connector socket had failure which resulting in bad contact and improper connections. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus europa se & co. Kg (oekg) there was the possibility that the reported phenomenon was attributed to the failure to connect to the endoscope due to the failure of the video connector socket. There was the possibility that the failure of the socket was attributed to the wear and tear of the pin of the socket due to repeated use for a long period of time, because nine years have passed since the manufacturing of the device.